Manufacturer narrative:
A good faith effort (gfe) was performed to clarify the allegation, and it was provided that the monitor profiles were locked, and configuration mode was locked. No permanent configuration changes could be made to allow the customer to configure the local printer that patient data needed to be printed. The philips field service engineer (fse) went onsite and determined that the device had patient information to be printed, but the customer was unable to print from the monitor. Based on this information, this is no longer considered a reportable event, as the inability to print or record stored data from the monitor would not prevent the device from continuing to provide real-time monitoring and alarming. The issue would not otherwise impact the ability of the device to monitor the patient and provide updates/alerts associated with current patient status.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6).

Event description:
The customer reported that the monitor is locked. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.